Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a tear in the patient's esophageal wall occurred during treatment. A clip was applied to the tear to repair it. The patient had a normal recovery. On (B)(6) the patient was treated for their barrett's esophagus and the treatment was successful with the patient recovering normally without complication.